Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 13. On (B)(6) 2020, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.